Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. Per clinical review of the available ECG data, the device detected an arrhythmia at 04:42:01, while the patient was in asystole transitioning to vt from 125 bpm to 250 bpm slowing to vt at 120 bpm. The lifevest properly detected vt, however the patient's heart rate varied above and below the patient's treatment threshold precluding a treatment. The patient received the first treatment at 04:45:38, while the patient was in vf. The patient's post shock rhythm was vt at 250 bpm. The patient received a second treatment at 04:46:09, while the patient was in vf. The patient's post shock rhythm was asystole with CPR/motion artifact transitions to vf with CPR/motion artifact. Post-shock asystole is a known adverse effect of defibrillation therapy. The patient received a third treatment at 04:46:43, while the patient was in vt/vf. The patient's post shock rhythm was vf with CPR/motion artifact. The patient received a fourth treatment at 04:47:18, while the patient was in vf. The patient's post shock rhythm was vt at 190 bpm degrading to asystole with CPR/motion artifact transitioning to vf. The patient received a fifth treatment at 04:47:50, while the patient was in vf. The patient's post shock rhythm was vt at 270 bpm with possible CPR/motion artifact degrades to vf. The patient received a sixth and seventh treatment at 04:48:17 and 04:48:49 while the patient was in vf. The patient's post shock rhythm for both treatments was vt at 170 bpm degrading to vf. The patient received an eighth treatment at 04:49:23, while the patient was in vf. The patient's post shock rhythm was vt from 150-170 bpm . The patient was seen in vt at 170 bpm at the time of device shutdown at 04:50:10 on (B)(6) 2020. The patient subsequently passed away. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.